Manufacturer narrative:
The hill-rom technical support representative suggested that the account replace the nurse call board. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Sidecom® communication system: inspect and test the communication junction box. Make sure the sidecom® communication system features operate correctly. Inspect the communication cable, including the male and female pins in the plug. Replace as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call would not send. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).